Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) . It was reported that the caller stated that the therapy worked great at first but then it started to lose effectiveness. Caller stated that they have been experiencing pain in their lower back (above the belt) and are hurting so bad and they need to take a muscle relaxer to help with the pain. Caller stated it feels like a baseball in their back and they can feel it. Caller is wondering if they need to adjust their therapy settings or not. Agent reviewed information. Caller requested assistance to use the external equipment. Caller stated sometimes with the stimulation on they feel tingling in their legs (mostly in the right leg). Caller stated if they cough or are lying in bed they will feel it stronger and sometimes it hurts. Caller stated sometimes if feels like it turns on and off because the feeling comes and goes. Caller stated it feels like it is almost like a heartbeat in their upper legs (knee up). Agent asked about the circumstances that led to the reported issue and caller stated that they don't know what would have caused this change. The patient was redirected to their healthcare provider to further address the issue. Caller mentioned their trial worked really great.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.